Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 540-685 mg/dl, with ketones identified as life threatening. Cause was not known. The customer went to the emergency room and was subsequently hospitalized. Customer delivered a bolus via the pump administered a manual injection to address elevated bg. Customer was then treated with intravenous fluids of insulin and saline at the hospital. Reportedly, the customer was released the next day with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.